Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade would not come out from the sheath. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade extended without difficulty when the trigger was activated the blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.